Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0501 captures the reportable event of basket detachment. Block h11: investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made but the device has not yet been received by the manufacturer. However, media analysis was performed and showed that one zero tip basket with the sheath buckled accordioned. Additionally, the basket was not visible in the photos provided, therefore, it was not possible to confirm the reported event, and a physical evaluation of the device is required in order to verify and confirm the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the available information, there is no evidence from the manufacturing review to indicate that the device malfunctioned due to a process-related defect since the device was not returned for analysis. There is no clear confirmation of the reported problem, as it is not possible to objectively determine whether the basket is not visible or if it is actually detached based solely on the image provided and without a proper physical evaluation of the device, the most probable cause of the reported issue cannot be established due to lack of objective evidence. The reported problem of sheath buckled could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to buckled. Therefore, based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem since the investigation findings do not allow confirmation or exclusion of a device-related problem.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy (tul) procedure. Post procedure, the front four claws and the entire basket detached. Reportedly, the detached basket did fall inside the patient. The procedure was completed with another of the same device with no patient complications.